Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was not able to register. During a catheter placement procedure the surgeon was unable to verify the tracer pointer or start a trace registration by holding the probe on the skin. The surgeon ended up aborting the use of navigation after trying a different tracer pointer and non-invasive patient tracker (nipt). A manufacturer representative (rep) was on site and replicated the issue. Technical services (ts) requested that the rep check the footswitch behavior in the software and discovered it was set to registration with footswitch, not stationary probe. Ts also informed the rep that the em cranial tracer pointer is an instrument that does not need to be verified in the software. This information will be provided to the site. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Software functioning as designed - user error. If information is provided in the future, a supplemental report will be issued.